Event description:
Info rec'd indicates the functions from the left intermediate siderail are intermittent.

Manufacturer narrative:
The tech found an open wire on the ucm cable and signs of fluid ingress on the ucm board. The tech replaced the cable and board to repair the bed.